Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The patient experienced pupil block with elevated iop. The icl was exchanged for a shorter lens. Patient's current bcva is 20/20. Patient has small sectoral iris atrophy.

Manufacturer narrative:
(B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age (B)(6), acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to off-label use of the lens. (B)(4).